Manufacturer narrative:
This information was previously reported in manufacturer report number 3007566237-2018-02947. Upon receipt of new information, it was determined that this event is the same as in manufacturer report number 3004209178-2017-17449. All further follow-up reports will be submitted under this manufacturer report. The previously reported (B)(4) no longer applies to this event and has been updated to (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative regarding a patient receiving 20 ml of fentanyl 1000mcg/ml via an implantable pump for known indication for use. It was reported the patient receiving 20ml of fentanyl 1000mcg/ml in either the pocket or the catheter access port (cap). It was stated that the hcp was still awaiting records. It was stated that the patient reported having several episodes of cardiopulmonary arrest and was intubated in the intensive care unit (ICU) for a few days. It was noted the refill was attempted by the physician extender. It was indicated that the patient experienced a fentanyl overdose/pocket fill during a pump refill procedure. The hcp noted that he was not the patient's hcp at the time the pocket fill occurred and the other practice has now closed. The hcp stated the event occurred in 2017 (about a year ago). The hcp did not provide the patient information when asked as the hcp did not have the patient information with them. The hcp stated he had no further regarding the patient's pocket fill. The event date was 2017 (about a year ago). No further complications were reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient with an implantable drug infusion pump indicated for non-malignant pain. The pump contained fentanyl with an unknown concentration and dose. It was reported that while the representative was covering implant cases with the doctor, the doctor reported that on (B)(6) 2017 the patient specified incurred a pocket fill on ¿itp¿ refill. The doctor was on vacation and not present during the event, but was called from his office by a nurse practitioner who suspected a pocket fill. The issue was resolved at the time of the report. It was noted the clinic did not use manufacturer refill kits, rather they used their own kits. The clinic had not reached out to the manufacturer regarding the incident. No surgical intervention occurred, nor was it planned. The patient status at the time of the report was alive ¿ no injury. No patient symptoms/complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.